Event description:
Son called to inform biotronik that his father passed away on (B) (6) 2010. The device was explanted and is in the possession of the primary care physician. A question arose as to whether the device functioned appropriately on the date the patient expired. Requested device return.